Manufacturer narrative:
The customer's third party service supplier (biomed) replaced the ratio pump which resolved the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer obtained false high na (sodium) results for four (4) patients, over 4 days, involving the unicel dxc 600 pro synchron system. This report references the event which occurred on (B)(6) 2015; please refer to MDR report 2050012-2015-00328 for the report of the event which occurred on (B)(6) 2015, MDR report 2050012-2015-00329 for the report of the event which occurred on (B)(6) 2015 and MDR report 2050012-2015-00330 for the report of the event which occurred on (B)(6) 2015 .the customer repeated the sample on an alternate methodology (blood gas analyzer) and obtained lower na results within the normal reference range for the patient. The false high na results were reported outside the laboratory and later amended. There was no effect to patient treatment in connection to event. Quality control was within laboratory established ranges on the day of the event.